Event description:
Customer reported at 9pm, device = 906 mg/dl. Customer verified results in memory. A device retest = 181 mg/dl. Customer took normal 9-10 units of insulin; however no other treatment was given. Level 1 control is in range and level 2 values were not provided. A request was made for return product and replacement product was sent.